Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis found that the device was fully func tional with nominal system current drain throughout the analysis. No hybrid anomalies were observed. Since there was no evidence of a high current drain condition, the cause of the rapid voltage depletion was not determined. Battery analysis revealed no internal short and uniform lithium utilization across the anode. Nearly complete lithium-severing was noted but unrelated to the rapid voltage decline noted in the data. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.

Event description:
The device was replaced due to reaching elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.